Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient with an unknown indication for spinal therapy. It was reported that while pulling back on the curved needle from the cannula, the purple top attachment piece to the handle of the curved needle was broken. There were no patient complications as a result of this event. The product was discarded by the customer. (B)(6) 2020 e1a (hcp, rep): additional information was received from the field contact regarding, pre-operative diagnosis- vertebral compression fracture procedure- kyphoplasty the product came in contact with the patient.